Manufacturer narrative:
Exact date unknown, event occurred several months from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 5108844.

Event description:
It was reported that the patient had no stimulation coverage due to lead migration. It was also reported that the patient was not using the spinal cord stimulator (scs) system as it was the source of pain. The patient underwent an explant procedure wherein the leads were removed and were not returned.